Event description:
The customer stated that the power cord to the accu-chek inform ii base unit showed signs of burning and shorting out at the plug portion that interfaces to the wall outlet. The customer states that they are not sure what happened, but the power cord was being used with a paper clip and a standard power strip. The customer did not know what was being done with the cord and paper clip. No one was hurt and there was no damage to property as a result of the burned cord. There were no signs of damage to the base unit or to the accu-chek ii meter. The customer claims that the power strip is still being used and the base unit is working fine with an additional power cord that the customer has. No adverse events were alleged. The customer's burned power cord was requested for investigation and a replacement power cord was sent to the customer.

Manufacturer narrative:
The cord was not returned for investigation, therefore no investigation was possible. The customer stated that a paper clip possibly caused the short to occur.